Event description:
It was reported that the inserter cold-welded to the m/l taper stem upon insertion. The stem had to be removed and the inserter was pounded out. A larger stem was used to complete the procedure, as the surgeon felt he had lost pressfit while trying to extract the inserter.

Manufacturer narrative:
Evaluation summary: the standard stem driver has a teardrop-shaped tip that mates with the insertion hole in the stem and allows the surgeon to control initial rotation during insertion. Deformation noted on the stem gives evidence that the standard stem driver was used and inserted incorrectly. Evaluation: only the m/l taper stem was returned for review. The insertion hole on the stem is deformed in three areas. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.